Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose. At the time of the event, his blood glucose was 570 mg/dl and they stated that they would treat with a bolus after changing the site. The caller declined troubleshooting. The insulin pump will not be returning for analysis.